Event description:
It was reported in an article in the journal of the ¿japanese society of pediatric surgeons¿ titled "complications and management of central venous catheters of long-term total parental nutrition", that sometime post a chronic catheter placement via the right internal jugular vein, the patient allegedly developed an exudate from the catheter insertion site early after the surgery. It was further reported that the cuff was allegedly exposed, but it was accidentally removed caused by not fixed cuff to the patient. Furthermore, it was also reported that the catheter was allegedly ruptured. However, there was no reported on treatment for the exudate. Reportedly, the catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: ken yamauchi, kazuyoshi nakabayashi, takuhei taguchi and tomoko egashira (2023). Complications and management of central venous catheters of long-term tpn. Journal of the japanese society of pediatric surgeons, 59(3): 543-727. Doi:https://doi.org/10.11164/jjsps.59.3_543. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.